Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the graphic user interface (gui) keyboard to resolve the issue. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator keyboard failed. The patient was transferred to another ventilator.